Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had poor coupling while recharging. The patient stated that they used to get all the boxes full, but now are getting none. The patient stated that their ins is moving around in the pocket sire and they can actually turn it upside down. The patient stated that if they moved it around they could usually get 8 boxes, but now they are seeing none. The patient tried moving their ins around , but was getting no boxes. It was reviewed that moving the ins around is not recommended. The patient was able to connect with their programmer. The patient stated that they are seeing a charge the ins screen, which cannot be bypassed. The patient was forwarded to their hcp to discuss ins pocket issues. No further complications were reported or anticipated. No symptoms reported.